Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on) has been confirmed. Upon investigation, the monitor would not power on. The cause of the problem was isolated to a fractured bga solder connection on ram chips u100 and u101. The root cause investigation is underway. No adverse event resulted form the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor would not power on.